Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg). Inaccurate elective replacement indicator advisory notice issued by abbott on 09/12/17. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number.